Event description:
New information noted that the lead continued to exhibit noise. Lead revision was recommended but the patient refused intervention. The patient would be monitored.

Event description:
It was reported through remote transmission that noise had been observed on the right ventricular lead and lead insulation damage was suspected. On (B)(6) 2014, the patient was seen in clinic where normal electrical values were seen; the noise could not be reproduced. The data obtained from testing was reviewed and the following day, (B)(6)2014, the patient was seen again in clinic where device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.